Manufacturer narrative:
The initial medwatch report indicates: a contracted third party service agent evaluated the device and verified the reported issue. It was observed that three of the battery connector pins were loose. After tightening the pins, proper operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The initial medwatch report should have indicated: a contracted third party service agent evaluated the device and was unable to verify the reported issue. The customer had evaluated the device prior to sending to the contracted service agent. The customer observed loose battery pins and once tightened, normal functionality of observed. The device was then sent to the service agent where the reported issue could no longer be verified. Proper operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4): a contracted third party service agent evaluated the device and verified the reported issue. It was observed that three of the battery connector pins were loose. After tightening the pins, proper operation was observed through functional and performance testing and the device was returned to the customer for use.the device was not returned to physio-control for evaluation.

Event description:
It was reported that the customer's device was losing power on its own. There was no patient use associated with the reported issue.